Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during patient use, a ventilator volume declined from 3.0-3.2 liters per minute (l/min) to 2.5-2.7 l/min and the saturation of peripheral oxygen (spo2) value declined from 99-100% to 92-95%. The patient was removed from the ventilator and transferred to an alternate device without harm.